Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. There was no adverse impact to the customer¿s blood glucose level. The customer declined additional troubleshooting for the reported issue, and technical support documented the issue and closed the case with no further action required.